Manufacturer narrative:
H4: the lot was manufactured between january 22-24, 2024. H11: the actual device was received for evaluation. Visual inspection on the unit via the naked eye noted a black particle embedded (molded) within the material of the fill port. Since the particle was molded within the material of the fill port, it had no contact to the fluid path. The black particle was measured and found to be 1.50 square mm in size. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the fill port. Fragment of burnt acrylic (black particle) can potentially be embedded in the material of the fill port during the manufacture of the fill port. Burnt acrylic is a byproduct of the fill port material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the fill port. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown black particulate was observed on the filling port of a small volume folfusor prior to patient use. There was no patient involvement. No additional information is available.